Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
A ventilator was reported failing pressure transducer test in pre-use tests. Our field service engineer investigated the ventilator on site and found issues in the expiratory pressure transducer. The failing pressure transducer pcb was returned for investigation. The failure was confirmed in received device logs, and event was dated to (B)(6) 2020. The returned pcbs was mounted in a reference ventilator for simulated use testing and measurements failed pre-use check. Further investigation found tape on the pressure sensor, underneath the pipe that the tubing is attached to. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Our conclusion is that the reported problem was caused by tape that blocked the inlet to the pressure transducer on the pcb. The cause how the tape had been attached has not been determined. As no other complaints relating pressure transducer error have been submitted, the tape must have been attached recently.

Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).